Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 46 first prime pulses and was deactivated after completion of the first priming sequences. No evidence was found that would result in a failure of the needle mechanism to deploy the needle. No defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.